Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Insulin pump received with broken battery tube threads, minor scratched lcd window, broken reservoir tube lip, missing end cap sticker, stained address or serial number label, cracked belt clip slot, missing reservoir tube o - ring and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer reported that blood glucose was high and tried to change the infusion set and reservoir. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported damage near the reservoir compartment. Customer had a high blood glucose of 450 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.